Event description:
It was reported during insertion the peel-away sheath broke and "got stuck intravascularly, leading to surgery intervention". Another device of the same reference number was used to resolve the incident and treat the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation of the returned sample. The customer returned one peel-away catheter for analysis. Signs-of-use in the form of biological material were observed on the sheath. Visual analysis revealed that both peel-away sheath tabs were separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tabs. The point of separation occurred at the distal end of the tabs. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was partially split down the score lines. No defects or anomalies were observed on the score lines. The peel-away sheath body length measured 2 7/8" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away tip inner diameter measured at 0.043" via calibrated pin gauge, which was within the specification of 0.043-0.044" per product dr awing. The peel-away tip outer diameter measured at 0.059" via calibrated caliper which was within the specification of 0.056" - 0.066" per product drawing. Functional testing could not be performed due to the condition of the returned sample. R & d indicated that this defect likely occurred during the molding process. The instructions for use (IFU) provided with this kit warns the user, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the observed failure mode likely occurred during the manufacturing (molding) process. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the peel-away sheath broke and "got stuck intravascularly, leading to surgery intervention". Another device of the same reference number was used to resolve the incident and treat the patient. Additional information was requested but was not available at the time of this report.